Manufacturer narrative:
Concomitant medical product: ddmb2d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited small r-waves. Additionally, it was reported that the right atrial (ra) lead exhibited possible intermittent undersensing during atrial tachycardia/atrial fibrillation (af) episodes. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.